Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a thr surgery during smacking the dbl offset broach hdle rt, the mechanism that captures the head of the broach became broken. Surgery was finished with a s&n back up device, without any surgical delay. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation of the returned device could not confirm the stated failure mode. The device functioned as intended; however, the mating broach was slightly loose within the broach handle. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.